Event description:
Targeting device failed during surgery: when predrilling the guide for the lag screw, the k-wire hit the gamma nail. During monitoring visit performed (B)(6) 2013, monitor learned that the same targeting had failed in an earlier surgery some weeks ago and was meant to be sent to manufacturer for assessment. However, instead of sending the targeting device to the manufacturer, the device was re-sterilized and came back in use during said surgery. Even though the k-wire had had contact with the lateral wall of the cavity that is designated for the lag screw, the surgery was completed.

Manufacturer narrative:
Device will not be returned. If additional becomes available it will be reported on a supplemental report. H3 other text : device will not be returned